Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt), and the physician noted a discrepancy between the battery voltage and the rrt alert. The physician noted the eri alert was not triggered. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.